Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed due to unit perpetually rebooting. A receiver download was performed and passed. The receiver case was opened, and an internal visual inspection was performed and passed. Confirmation of the complaint was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed due to unit perpetually rebooting. A receiver download was performed and passed. The receiver case was opened, and an internal visual inspection was performed and passed. Confirmation of the complaint was not confirmed. The probable cause could not be determined.